Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea. The patient underwent a revision surgery on (B)(6) 2024 under general anaesthesia to reinsert the electrode array into the cochlea.

Manufacturer narrative:
This report is submitted on july 18, 2024.